Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed the "compressor failure - 1001" and "compressor failure 2001" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device logs. However, the device was put through extensive testing including full calibration and bench testing without duplicating the report. An internal inspection found no discrepancies. The flow screens were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.